Manufacturer narrative:
Qc results were acceptable and gave no indication of a performance issue with the reagent or instrument. The analyzer alarm history contained no conspicuous events. The field engineering specialist found a bad gear pump head and pinched line tubing on the sample syringe. He replaced the pump head and fixed the pinched water tubing line. He flushed the sample flow path and replaced the sample probe. The customer ran successful calibration and qc testing. The issue was resolved by the service activities performed.

Event description:
The initial reporter complained of questionable high gluc3 glucose hk gen.3 results for 2 patients tested on a cobas 8000 c 702 module. For patient 1 the initial gluc3 result was 286 mg/dl with a repeat result of 101 mg/dl. For patient 2 the initial gluc3 result was 176 mg/dl with a repeat result of 78 mg/dl. The repeat results were from another cobas c702. The initial gluc3 results were reported outside of the laboratory but were questioned. No treatment was provided based on the high initial results. The patient samples were aliquoted by a modular pre-analytical system. The gluc3 reagent lot was 414649 with an expiration date of 31-aug-2020.